Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and the reported difficult positioning and difficult to remove from the anatomy appear to be related to patient morphology/pathology (tilted heart). The positioning failure associated with the grasping was a result of the clip being caught in the anatomy and therefore related to procedural circumstances. The tissue damage was likely a result of clip becoming caught in the chordae and therefore related to procedural circumstances. The reported patient effect of mitral valve tissue damage is listed in the mitraclip system instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.na

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip interaction with the leaflet and chordae resulting in tissue damage. It was reported that this was a mitracclip procedure to treat a functional mitral regurgitation (mr) with grade of 4. The clip delivery system (cds) was advanced to the mitral valve, but the patient¿s heart was extremely tilted; therefore, when steering down the cds to the mitral valve, the m knob had to turn more than 3/4 and 1/2 + knob was required to get the cds down centrally to the mitral valve. The clip was deployed, reducing mr to 3. The physician wanted to place an additional clip laterally to the first clip to further reduce mr. The second cds was advanced with the same difficulty, a lot of m knob and + knob had to be applied. The clip was positioned and was confirmed via transesophageal echocardiography (tee) to be perpendicular. Grasping was performed, but the clip drifted into the lateral commissure. A second grasping attempt was made but leaflet insertion was not satisfactory. The clip was inverted but interacted with chordae, the grippers were lowered and raised but the anterior leaflet was stuck. The clip was steered to the posterior and grippers were lowered and raised again. The anterior leaflet was freed, and the clip was retracted into the left atrium. Upon inspection, the anterior leaflet showed a flail in a1 segment and mr returned to 4. The clip was not implanted and was withdrawn with the steerable guide catheter (sgc) from the patient anatomy. The physician discussed further possibilities and decided to end the procedure and admit the patient for elective mitral valve surgery. No additional information was provided.